Event description:
This is the second report of two involving the same patient where an icp 1104b failed to function. The description involving the second catheter was as follows, "a camino monitor went down. I asked them to check connector and the cable. No kinks in catheter and connection tight. Changed out the monitor and still only splash screen, so not a monitor problem. Revised the catheter. First catheter failed after moved patient to CT bed. Within 2 hours the second catheter failed again. Revised this catheter to a third catheter and it worked fine." There was no patient injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.